Event description:
It was reported that this pacemaker system was suspected to had loss of capture (loc) for its right atrial (ra) lead. Technical services (ts) was consulted and discussed available data as well as device settings. The loc was not able to be discarded using available data. Additionally high capture threshold measurements were noted as well. Ts recommended further in clinic testing. This device remains in service. No adverse patient effects were reported.